Event description:
The patient reported that the keypad buttons were not activating desired pump functions when pressed. He reportedly had to hit them numerous times and sometimes when he presses a button, it causes the pump to activate multiple responses. There was no reported patient impact associated with this complaint. The patient reportedly does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.